Manufacturer narrative:
The cause of the discordant, falsely low calcium result upon the first rerun is unknown. Siemens is investigating this issue.

Event description:
The operator of a dimension exl with lm instrument observed imprecision on one patient sample tested for calcium. The sample resulted falsely low upon the first repeat on the same instrument. It is unknown if the discordant result was reported to the physician(s). The sample was then rerun in duplicate on the same instrument and resulted higher, which matched the initial result obtained on the sample. It is unknown if the rerun result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium result.